Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to impending erosion of the cylinder. The ipp device was explanted and a new ams 700 inflatable penile prosthesis was implanted. There were no patient complications reported.